Event description:
It was reported that the patients leads had migrated. Surgical intervention took place where the leads were explanted and replaced due to lead being coiled after migration. Therapy restored. Related manufacturer reference number: 3006705815-2023-02412.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.